Event description:
Boston scientific received information that this right atrial lead was exhibiting no capture, no sensing and very high impedances measurements due to a suspected fracture. The associated pacemaker is currently programmed to vvi configuration.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller had questions regarding lead abandonment and patient effects. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received nearly three years following the initial clinical observations stating that the clinician was unable to obtain an atrial impedance measurement. The caller was going to review the programmed settings for the atrial lead. The device has previously been programmed to vvi configuration which would account for the inability to obtain a current atrial lead impedance measurement. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--